Event description:
During the process of notifying the pt that their device may be nearing end of service, it was discovered that the pt had died in 2001. The cause and date of death are unknown. There is no indication the vagus nerve simulator contributed to the pt's death. A request for further info from the treating physician has been made, however no info has been received.